Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the shocking sensation was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the interventions to no actions taken. No further complications are anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va0hz0b, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced an unusual intermittent shocking sensation on the right side of their scalp. Palpating the patient's scalp did not induce the sensation. The diagnostic methods included a deep brain stimulation (dbs) system check on (B)(6) 2015, which had normal results. The etiology was noted as possibly related to the device/therapy and possibly related to the implant procedure. The actions/interventions taken to resolve the event included reprogramming the patient on (B)(6) 2015. The event was considered resolved the same day. Additional information received a week after the initial report updated the etiology to possibly related to device/therapy and not related to the implant procedure. No further complications were reported/anticipated.